Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 439 mg/dl due to issues with their infusion sets coming loose. The customer was treated for the high blood glucose with their insulin pump. The customer was sent new adhesive tape to resolve the issue. The customer did not troubleshoot and did not send the product back for analysis.